Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had problem of front panel not working. The event occurred during setup. There were no reports of patient involvement.

Event description:
It was reported that the video system center presented a front panel that was not working, the image was not displayed, and the front panel was continually blinking. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to correction. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: b5, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective printed circuit board, front panel failure, corroded flat cables, and a corroded receptacle unit or connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was due to a defective printed circuit board, and the front panel was blinking due to a front panel failure. In regard to the other malfunctions identified, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.